Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the distal end of the arm literally broke off on a single port monopolar curved scissors instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The single port monopolar curved scissors (mcs) instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The instrument was inspected and found to have no broken components at the distal end; however, the instrument could not be tested in-house due to an accessory recognition failure. Additional findings not reported by site: the instrument was found to have failed tip detection during in-house testing. A new in-house mcs tip accessory was installed onto the drive rod and instruments tube adapter with no issues. The instrument was then installed on an in-house system multiple times and each install generated the same "remove instrument and reinstall a new mcs tip." The root cause of this failure is not determinable. The instrument was found to have scratch marks / abrasions on the tube adapter. There was no material missing as a result. Tube adapter scratch marks / abrasions typically occur during installation / removal of the mcs tip accessory. The root cause of this failure is attributed to user. The instrument will be transferred to engineering due to the tip detection failure.

Event description:
Refer to h11 for follow-up information.